Event description:
During a cardiac diagnostic procedure, an innova 2000 system's detector movement stopped after five acquisition sequences and xray was unavailable. The system was restarted by the user. Detector motion was regained, however xray remained unavailable. The user did not order the system to go to degraded mode to recover xray. Rather the pt was transferred to another lab equipped with an advantx lcv+to complete the procedure. Because the other lab was in use, a one hr delay resulted before the pt underwent three more aquisitions. Upon completion of the diagnostic procedure using the adventx lcv+, the pt was transferred to ICU, and expired sometime later.